Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified that the device was underweight, an opening on the radius, and red particles. A visual and microscopic analysis was performed which identified opening creases sharp, wear abrasion, and creases/fold. Based on the device analysis the final assessment is the opening crease sharp on the radius was due to a fold flaw opening. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture and pain. The device has been explanted.